Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the purple end connection came off of the tube.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the sample, the defect was confirmed; it was observed that the connector detached. A root cause analysis indicated that the most probable root cause that could trigger the reported condition is a lack of solvent in the assembly of the connector with the catheter. As part of continuous improvements, a corrective action has been opened which includes improving the solvent dispenser system to control the amount dispensed of solvent. These actions are designed to prevent the reoccurrence of the reported defective condition. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.